Event description:
A pt underwent emergent initial aaa repair due to a ruptured aaa in early 2008. The physician placed one flex main body and two iliac leg grafts. The main body did not land where the physician wanted it. However, on the final run there was no endoleak; so, the physician did not place a precautionary cuff. In early 2009, the physician then placed a renu cuff because he was afraid an endoleak would develop since the initial aaa was 8+ cm. Pt is fine.

Manufacturer narrative:
Event eval: still under investigation.